Manufacturer narrative:
H11: internal complaint reference: (B)(4). H2: corrected information: d3 and section g: contact office - manufacturing site. This report was inadvertently submitted under manufacturer report number 1219602; correct manufacturer report number is 1643264.

Manufacturer narrative:
H11: internal complaint reference: (B)(4).

Event description:
It was reported that an mdu was getting hot when using it. It is unknown whether this problem was noticed in a surgical environment or not; therefore, patient involvement has not been confirmed.

Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that the housing is worn. A functional evaluation of the returned device found the drive engine is stalled. These findings are related to the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with a component failure. Factors that could have contributed to the failure include a blade stall condition that will result in increased current draw from the control unit which will heat the motor and hand piece housing. This can be the result of gearbox corrosion caused by cleaning and sterilization methods and the chemicals involved. Based on this investigation, the need for corrective action is not indicated.